Event description:
It was reported that post-operatively, the patient developed burns that required wound care follow-up. The customer had concerns that the catheter used should have required a second grounding patch based on the energy requirements of the catheter and being at the max. There are concerns that the body habitus of the patient may have contributed to small pockets being formed when the patient was laid flat. The patient may have slid up on the table sheet slightly which may have contributed to the rolling back of the patch, which would reduce the surface area of the patch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.